Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported complications with the involved angio-seal device. The procedure was successful. Additional information was received on december 21, 2018. The patient developed a pseudo aneurysm 24-48 hours following a cerebral angiogram. The patient received an injection of thrombin to treat the pseudo aneurysm.